Manufacturer narrative:
(B)(4). Evaluation methods: (films). Evaluation results: inherent risk of procedure. (Occlusion). Patient¿s condition affected effectiveness of device (anatomy related; disease progression). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; disease progression).

Event description:
An aneurx stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology from the time of implant was not reported. Currently, the vessel morphology was reported as there is disease progression with aortic neck dilatation, a pseudoaneurysm, and occlusion of the native artery distal to the stent graft and occlusion of the stent graft. It was reported that during a recent follow up, the patient had a CT that revealed that there was loss of the proximal seal zone, however there is no stent graft migration or endoleak. The physician will continue to monitor the patient. No additional clinical sequelae were reported and the patient is fine. The review of returned films show that the bifurcate is positioned approximately 5mm below the renal arteries. The proximal stent graft od is 28mm. There is thrombus within the bifurcate aortic body; no proximal type 1 endoleak is seen. A 1cm length strut segment from the bifurcate appears to have fractured and separated from the stent graft (currently positioned 1.5cm distal to the renal artery within the posterior of the neck), but no endoleak is seen in this location. The max diameter aaa is 5cm, and there is a possible type ii endoleak at the anterior mid-sac. The ipsilateral limb is placed into the left common iliac which has dilated to 3cm, and the contra limb and extension crosses over the ipsilateral limb prior to landing in the right common iliac. Some thrombus is also seen lining the ID of the contra limb beginning near the gate. Distal to the contra limb just beyond the right internal bifurcation, a segment of the right external iliac is occluded. Earlier follow-up images were not provided. The cause of the pseudoaneurysm is unknown; may be due to disease progression. The cause of the external iliac occlusion and thrombus seen within the stent graft is unknown.